Manufacturer narrative:
H.6. Investigation: four photos were returned from lot no: 8255604 and 8205967, cat no: 320562. Visual examination of the returned photos was carried out and it was observed that three photos were of the carton and one was a photo of seven sealed pen needles, four from lot no: 8255604 and 3 from lot no: 8205967. No issues were observed on the returned photos. Based on the photos returned and the fact no sample was returned for investigation no root cause can be identified. H3 other text.

Event description:
It was reported that leakage occurred during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter. "I¿m diabetic and I¿m using db micro-fine ultra 0.23 x 4 mm, this product is so perfect especially since last development. I started using db micro-fine ultra pro 0,23 x 4 mm, two months ago, I noticed that a needle is hard to penetrate my skin compared to ultra, and many times an insulin come out after injection. I¿m asking for your help to understand this issue, I prefer to use an old product instead of a new one. I¿m asking also if this new product pro will replace definitely ultra?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "I¿m diabetic and I¿m using db micro-fine ultra 0.23 x 4 mm, this product is so perfect especially since last development. I started using db micro-fine ultra pro 0,23 x 4 mm, two months ago, I noticed that a needle is hard to penetrate my skin compared to ultra, and many times an insulin come out after injection. I¿m asking for your help to understand this issue, I prefer to use an old product instead of a new one. I¿m asking also if this new product pro will replace definitely ultra?"